Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that about 3 years ago, she started having weepy, red, itchy skin under the mass. This issue progressed until it was under the entire mass and tape collar. Reportedly, she cleaned with water and used stomahesive powder with allkare wipes. Her wear time was 1 day. In (B)(6) 2019, she saw her healthcare professional and was diagnosed with a fungal infection. She was prescribed an unknown oral anti-fungal medicine. The issue started to improve while she was on the medication but returned when she completed the medication. Thereafter, in (B)(6) 2020, she returned to her healthcare professional and was prescribed another course of anti-fungal medication with the same results. The end user did not have any skin or lab testing and continued to use the product. No photo is available at this time.